Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was due to use error. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 6 on the home choice (hc). The home patient (hp) checked the lines and bags and found that the clamp on the unused final line was open. The technical service representative (tsr) reviewed the proper setup procedures. The tsr had the hp close all clamps and cycle the power off/on to clear the se 2240 followed by the se 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and removed cassette. The hp would notify the peritoneal dialysis nurse (pdn) of missed therapy. There was patient involvement. No patient injury or medical intervention was reported.